Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: email address. G1: contact office - first/given name, last name and email address. G1: contact office - manufacturer site - email address. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) spwb12, (impl tapered sp 4.8mm 12m m octagon) for evaluation. Visual evaluation was performed, the implant had slight wear, however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 2023031209. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023031209 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: nerve damage¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, placing a longer that the bone can accept. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided e1: email address: unknown / not provided g4: premarket identification PMA/510(k) #: k011245/k002188.

Event description:
It was reported that the implant was too close to the inferior alveolar nerve. Implant was removed and was replaced with a shorter implant, at tooth site #37. Bone type: ii.